Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016. Product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-dec-15 from the rep stating that the device was sent back. Additional information was received from the rep when the device was returned for analysis.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the returned product analysis lab.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 4000 mcg/ml baclofen at 665.7 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had what appeared to be a superficial infection and the pump was replaced. It was noted that the pocket was not infected. There was no diagnostic testing of the pump and no other interventions or actions were taken for the pump. The issue was considered to be resolved and the patient was considered "alive - no injury". The event date was unknown.

Event description:
Additional information received on 2016-dec-01 reported the healthcare professional (hcp) reported the event to the manufacturer representative, and the device was being sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.